Event description:
The screen had been wiped with a disinfectant wipe. The screen froze and could not be taken out from the frozen mode. The screen was not locked and the ventilator continued to ventilate the patient. The screen was dried, but remained unresponsive. The patient was hand bagged, and the ventilator was forced to shut down and restart, upon which it started to work normally. The same ventilator remained on the patient.